Manufacturer narrative:
Conclusion: engineering testing and analysis replicated a leakage failure attributable to component damage/needle puncture on the one returned used d1000 tego connector. The investigation identified this damage was due to contraindicated use of a needle device. This report and the associated information have been provided to the facility for their review and records.

Event description:
Complaint received concerning leakage/air bubbles with dialysis set up consisting of dialysis catheter/blood tubing lines and d1000 tego connector, lot# unknown. The report states, "when the staff aspirated the catheter they noticed air bubbles, when flushing with saline it actually dripped from the cap. This dripping appeared not to be from the connection". There were no adverse patient consequences reported.